Event description:
It was reported that the patient¿s implantable neurostimulator (ins) had a ¿sensitivity problem¿ because once his upright/mobile setting was turned on, if the patient stood for ¿a couple minutes¿, it will ¿shut off¿ and go to upright settings. It was noted that when the patient was walking, the upright/mobile setting would be on, but if he stops and ¿moves down little ways¿, it ¿shuts off¿ and goes to upright setting, and he would like it to remain ¿higher¿. Company representative advised decreasing the mobility rate so the mobility threshold was lower. It was further reported that the patient was receiving ¿good¿ therapy.

Manufacturer narrative:
(B)(4).